Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnoraml bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), allergy to metals ("nickel allergy"), fibromyalgia ("autoimmune diagnosed: (fibromyalgia)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), nervous system disorder ("nuero conditions/problems"), tooth disorder ("dental problems"), nausea ("nausea"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision problems"), bladder disorder ("bladder/urinary problems") and urinary tract disorder ("bladder/urinary problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, rash, skin disorder, allergy to metals, fibromyalgia, vaginal infection, vaginal discharge, hormone level abnormal, fatigue, nervous system disorder, tooth disorder, nausea, migraine, headache, alopecia, gastrointestinal disorder, weight increased, visual impairment, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dysmenorrhoea, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, nervous system disorder, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, rash/skin condition, allergy, fibromyalgia, vaginal infection, vaginal discharge, hormonal changes, fatigue, nuero conditions/problems, dental problems, nausea, migraine, headaches, hair loss, gi conditions, weight gain and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Date of explant added. This case become incident. Event injury was updated to pelvic pain. Following events were added: general abnormal bleeding, abdominal pain, back pain, dysmenorrhea (cramping), rash/skin condition, allergy, fibromyalgia, vaginal infection, vaginal discharge, hormonal changes, fatigue, nuero conditions/problems, dental problems, nausea, migraine, headaches, hair loss, gi conditions, weight gain and vision problems. Reporter information and lab data were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), 7 years 1 month after insertion of essure (ess205). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2016, the patient experienced fatigue ("fatigue"), neuralgia ("nuero conditions/problems/ neurological conditions or problems type: nerve pain") and feeling abnormal ("brain fog"). In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain") and arthralgia ("joint pain on both hips"). In (B)(6) 2017, the patient experienced fibromyalgia ("autoimmune diagnosed: (fibromyalgia)/ autoimmune disorder type of disorder: fibro"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems") and weight fluctuation ("weight fluctuation"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: intracavitary uterine fibroid"). In (B)(6) 2017, the patient experienced myositis ("muscle inflammation"). On (B)(6) 2017, the patient experienced angioedema ("lip angioedema"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dural arteriovenous fistula ("acquired cerebral dural arteriovenous fistula"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and rosacea ("rosacea"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastointestinal or digestive system condition- type : ibs"). In (B)(6) 2018, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2018, the patient experienced premature menopause ("hormonal changes/ hormonal changes describe: premenopausal/ early premenopause"). In (B)(6) 2018, the patient experienced genital discolouration ("discoloration of skin in vulvar region"). On (B)(6) 2018, the patient experienced visual impairment ("vision problems/ vision/eye problems/ 3 instances with weird vision issues"). On an unknown date, the patient experienced genital haemorrhage ("general abnoraml bleeding"), rash ("rash/skin condition rashes or skin conditions type: rash"), skin disorder ("rash/skin condition"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine, migraines / headaches"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), angiodermatitis ("angioedema dermatitis"), abdominal distension ("gastrointestinal or digestive, system condition type: bloating") and gastrooesophageal reflux disease ("gastroesophageal reflux disease") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, skin disorder, allergy to metals, fibromyalgia, vaginal infection, vaginal discharge, premature menopause, neuralgia, tooth fracture, nausea, migraine, headache, alopecia, gastrointestinal disorder, weight increased, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, angiodermatitis, genital discolouration, rosacea, feeling abnormal, uterine leiomyoma, abdominal distension, gastrooesophageal reflux disease, myositis, vulvovaginal pain, angioedema, dural arteriovenous fistula and arthralgia outcome was unknown and the rash, fatigue, visual impairment and irritable bowel syndrome was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, angiodermatitis, angioedema, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, dural arteriovenous fistula, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital discolouration, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, myositis, nausea, neuralgia, pelvic pain, premature menopause, rash, rosacea, skin disorder, tooth fracture, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, rash/skin condition, allergy, fibromyalgia, vaginal infection, vaginal discharge, hormonal changes, fatigue, nuero conditions/problems, dental problems, nausea, migraine, headaches, hair loss, gi conditions, weight gain and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (ess205) (batch no. 508844) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), 7 years 1 month after insertion of essure (ess205). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"), neuralgia ("nuero conditions/problems/ neurological conditions or problems type: nerve pain") and feeling abnormal ("brain fog"). In (B)(6) 2016, the patient experienced back pain ("back pain/ lower back pain") and arthralgia ("joint pain on both hips"). In (B)(6) 2017, the patient experienced fibromyalgia ("autoimmune diagnosed: (fibromyalgia)/ autoimmune disorder type of disorder: fibro"). In (B)(6) 2017, the patient experienced tooth fracture ("dental problems") and weight fluctuation ("weight fluctuation"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: intracavitary uterine fibroid"). In (B)(6) 2017, the patient experienced myositis ("muscle inflammation"). On (B)(6) 2017, the patient experienced angioedema ("lip angioedema"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On (B)(6) 2017, the patient experienced dural arteriovenous fistula ("acquired cerebral dural arteriovenous fistula"). In (B)(6) 2017, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain") and rosacea ("rosacea"). In (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced irritable bowel syndrome ("gastointestinal or digestive system condition- type : ibs"). In (B)(6) 2018, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2018, the patient experienced premature menopause ("hormonal changes/ hormonal changes describe: premenopausal/ early premenopause"). In (B)(6) 2018, the patient experienced genital discolouration ("discoloration of skin in vulvar region"). On (B)(6) 2018, the patient experienced visual impairment ("vision problems/ vision/eye problems/ 3 instances with weird vision issues"). On an unknown date, the patient experienced genital haemorrhage ("general abnoraml bleeding"), rash ("rash/skin condition rashes or skin conditions type: rash"), skin disorder ("rash/skin condition"), allergy to metals ("nickel allergy"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine, migraines / headaches"), headache ("headaches"), gastrointestinal disorder ("gi conditions"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), angiodermatitis ("angioedema dermatitis"), abdominal distension ("gastrointestinal or digestive, system condition type: bloating") and gastrooesophageal reflux disease ("gastroesophageal reflux disease") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, skin disorder, allergy to metals, fibromyalgia, vaginal infection, vaginal discharge, premature menopause, neuralgia, tooth fracture, nausea, migraine, headache, alopecia, gastrointestinal disorder, weight increased, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia, bacterial vaginosis, depression, angiodermatitis, genital discolouration, rosacea, feeling abnormal, uterine leiomyoma, abdominal distension, gastrooesophageal reflux disease, myositis, vulvovaginal pain, angioedema, dural arteriovenous fistula and arthralgia outcome was unknown and the rash, fatigue, visual impairment and irritable bowel syndrome was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, angiodermatitis, angioedema, arthralgia, back pain, bacterial vaginosis, bladder disorder, depression, dural arteriovenous fistula, dysmenorrhoea, fatigue, feeling abnormal, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital discolouration, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, myositis, nausea, neuralgia, pelvic pain, premature menopause, rash, rosacea, skin disorder, tooth fracture, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vulvovaginal pain, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, rash/skin condition, allergy, fibromyalgia, vaginal infection, vaginal discharge, hormonal changes, fatigue, nuero conditions/problems, dental problems, nausea, migraine, headaches, hair loss, gi conditions, weight gain and vision problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records: dysmenorrhea, irritable bowel syndrome, perimenopausal, fibromyalgia, acquired cerebral dural arteriovenous fistula, low back pain, pelvic pain. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet and medical records received : lot number added. Reporters information and patient details added. Events added- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, psychological or psychiatric problems condition: depression, angioedema dermatitis, discoloration of skin in vulvar region, rosacea, brain fog, intracavitary uterine fibroid, gastrointestinal or digestive, system condition type: bloating, gastroesophageal reflux disease, muscle inflammation, vaginal pain, angioedema, dural arteriovenous fistula, joint pain, weight fluctuation, irritable bowel syndrome. Event ¿nervous system disorder¿ updated to ¿neuralgia¿. Event ¿hormone level abnormal¿ updated to hormonal changes describe: early premenopausal. Event ¿tooth disorder¿ updated to event ¿tooth fracture¿. Outcome of events ¿rash, fatigue, visual impairment, irritable bowel syndrome¿ updated to ¿recovering / resolving¿. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.